Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test after multiple battery replacements. Blood glucose level at the time of the incident was 340 mg/dl. During troubleshooting, the customer reported receiving another failed battery test. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.